Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported malfunction was duplicated and the main board was replaced to remedy the malfunction. The device was rectified and returned to the customer for evaluation. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.